Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/06/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for diabetic ketoacidosis (dka). No further information was provided; there were no reported blood glucose values, signs/symptoms of hyperglycemia, and no indication as to what treatment the patient received. The pump was unavailable for troubleshooting at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced dka and required medical intervention while using insulin pump therapy, and the pump could not be ruled out as a contributor.